Event description:
Plastic on ms3 pump rim broke off near where cassette is inserted and the syringe cap will not stay screwed on. No other information known. The product fault occured before the use of drug. Issue did not result in clinical injury of pt. The device is available to be returned for investigation. Replaced the pump with return box.. Dose or amount: 87nkm. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.